Manufacturer narrative:
The photographic evidences provided revealed that the power cord was damaged. The insulation was cut and scorched marks were visible on the cable near the edge of the cable holder. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo was informed by a customer representative about an issue involving a citadel plus bed frame. It was claimed that a customer staff observed sparks and smoke from the bed frame¿s power cord. The bed was excluded from use. No injury was reported.

Manufacturer narrative:
Arjo was informed by a customer representative about an issue involving a citadel plus bed frame. It was claimed that a customer staff observed sparks and smoke from the bed frame¿s power cord. The bed was excluded from use. No injury was reported. The photographic evidences provided revealed that the power cord was damaged. The insulation was cut and scorched marks were visible on the cable near the edge of the cable holder. The damage of the power cord is situated in a place, in which the cable contacts the bottom side of the cable holder. The holder's function is to fix the cord to the frame in a way, that will prevent detaching the power cord socket from the control box in case the cord is pulled during use. If the power cord is excessively pulled or stretched when operating the bed, the cable bends resulting in degradation. The citadel plus instruction for use (ID. 831.374-en-h) includes the following information regarding the power cord management during use: "make sure the power supply cord is no stretched, kinked or crushed", ¿unplug the power cord from the electricity supply, and store it, before moving the bed¿, "visually check power supply cord and mains plug" - this is a preventive maintenance activity to be performed weekly by the caregiver; "examine the power supply cord and mains plug; if damaged, replace the complete assembly; do not use a rewireable plug" - this is a preventive maintenance activity to be performed yearly by qualified personnel. Arjo device failed to meet its performance specification since power cord was damaged. The device was is use by a patient that time and therefore the device was involved in the event. This complaint is deemed reportable due to scorched marks on the power cord.